Event description:
Customer had unexplained loss of fluoroscopy. Rebooting the system solved the problem.

Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to the FDA.